Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery test due to the blank display. Unable to confirm the unexpected restart alarm due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had alarmed unexpected restart. The customer's blood glucose was 6.7 mmol/l. Troubleshooting was performed and it was determined the alarm did not occur after inserting anew battery. Customer cleared the alarm and 51 minutes later the alarm reoccurred. Customer was advised to insulin pump needed to be replaced. Customer stated would call back. Customer called back to get the insulin pump replaced, the customer is not returning the device for analysis.